Manufacturer narrative:
The report we rec'd indicated that after successfully detaching eight coils, the ninth coil was attempted to be placed within the aneurysm. It was repositioned several times - at six times - before the physician felt resistance and realized the coil had prematurely detached within the microcatheter. The prod was returned for eval and testing; however, the engineering evaluation is not complete. Add'l info will be submitted within 30 days from receipt.

Event description:
Coil detached within the micro catheter.